Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive sheath was selected for use. During the procedure a faradrive steerable sheath drawn air after removing the dilator and the wire. The physician had to also replace the sheath. No blood was observed in the hemostatic valve. Despite the issues the procedure was completed. No patient complications were reported. The sheath was disposed of and will not be returned.